Event description:
It was reported the gripper was unable to fully flush out blood during and after irrigation. No patient injury reported.

Event description:
Medwatch (B)(4).

Manufacturer narrative:
Device evaluation three samples were received to perform an investigation. A visual inspection of the returned units was performed at 12 to 16 inches under normal conditions of illumination. No occlusion was observed between the connections and tube (no excess solvent noted); however, there was damage noted between the clip and needle. Functional testing was performed for occlusion by introducing water with a syringe. The reported problem was not confirmed. A device history record (DHR) review was performed and found this lot met the requirements to release with no deviations identified during manufacture.